Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). Updated section g6 (type of report and follow-up number filled out.). Updated section h2 (follow-up type). H11: corrected data. The reported issue is related to a cannula leak that occurred at the connection between the cannula body and the connector. However, the incident involves a minor leakage at the junction between the ez glide cannula and the connector and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that an ezc21a of lot 423540 was noted to be leaking during a case. The leak was noted between the device connector and the main body and likely occurred after bypass was initiated. It was noticed just prior to terminating cpb when the towel covering the cannula was removed. No abnormalities were noted during preparation of the device. There was no reported difficulty in connecting the cannula to the circuit tubing and no prolonged force/compression was applied on the cannula. Patient blood volume was used to de-air the cannula and there was no difficulty in de-airing. The outcome of the procedure was reported to be normal and there is no known impact on the patient. There was no delay in the procedure and the device was not exchanged for another device.

Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but the suspect device has not yet been evaluated. The reported event is pending final evaluation analysis. A supplemental report will be submitted in a timely manner once the evaluation has been completed. Per preliminary investigation, 'as received, one ezc21a cannula. What appeared to be blood was visible at the junction between connector to cannula.' Per product evaluation, 'report of cannula leakage was unable to be confirmed during product evaluation. A leak test was performed on the as received cannula and no leakage was observed between the connector to cannula junction. No visual damage, contamination, or other abnormalities were found. Engineering task has been opened and assigned for further investigation.' Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.